Event description:
Elderly male with ischemic cardiomyopathy, severe end-stage coronary artery disease, angina pectoris, congestive heart failure, and an indwelling biventricular pacemaker that was shown to have a pacemaker malfunction with life-threatening bradydysrhythmias and numerous inappropriate shocks. He underwent emergency programming changes, which temporized the situation to a point that he could get to the operating suite in stable condition. The surgical procedure was extremely complex and resulted in the surgeon not being able to remove the lead entirely due to right ventricular lead being actively fixated to the ventricular septum. The generator and lead fragments were removed from the left due to the inability to fully cannulate to the right. The generator was therefore replaced also.